Event description:
It was reported that patient presented remote via merlin.net transmission and device was found to have reached eri. Further transmissions indicated eri. It was suggested that eri reset was due to possible diagnostic anomaly or emi issue that can affect eri date and device memory. Patient was asymptomatic. The device was explanted and replaced. Patient is stable.

Manufacturer narrative:
The reported event of an eri timestamp anomaly was confirmed. A review of the programmer printouts and device image were performed and the eri timestamp was observed to change. The low battery timestamp in the patient notification log was found to be accurate and did not change during this same period. Device was tested on bench and no anomaly was detected. The root cause of the changing eri timestamp displayed by the merlin programmer could not be determined.